Event description:
During my release from the hospital back in (B)(6) 2010, it was given a zoll life vest to wear. It instantly caused problem. It never functioned the way it was supposed to. I was told to make adjustments and I did and it failed to work. I stopped using it after three weeks. I sent it back to the company and recently I receive a bill expecting me to pay (B)(6) after the insurance company made payments. I would like this bill to be removed. Only through exercise and doctors orders have I been restored to good health. Date of use: three weeks, (B)(6) 2011.